Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl. Low bg cause was not known. Customer administered glucagon injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.